Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The field service engineer (fse) arrived onsite to address the reported issues with the system. Initially, the system powered on without errors on the first and second attempts. After consulting with technical support, it was discovered that backend issues were related to the second console, including a long hold on the power button and starting in sim mode with the blue fiber connected. These actions caused communication errors between the robot cart and tower, leading to confusion in assigning primary and secondary roles to the surgeon consoles. The fse was able to reproduce these errors by incorrectly configuring the system before startup. Once the configuration was corrected, the system started up error-free. The system was tested, verified as ready for use, and the fse successfully completed a test drive and multiple restarts, confirming the system's operability. The initial problem was determined to be related to user error. The system was tested and verified as ready for use.

Event description:
It was reported that the customer called in to report a recoverable fault 31004. The technical support engineer (tse) instructed the customer to perform a hard power cycle, but there was no change in the situation. The customer reported the error was on arm 3, but the system logs indicated errors on armnet 1, 2, 3, and 4. As the customer was unable to complete the case with only 3 arms, they decided to move the case to another system.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is due to a customer setup issue with the system. This can be resolved by following the proper setup instructions and connecting components before powering on.